Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one denali femoral filter kit for evaluation. The kit included one filter storage tube with a filter loaded onto it and one pusher catheter. During visual evaluation, the pusher wire was noted to be detached from the pusher catheter. On functional testing, resistance was not felt during test. Filter deployed successfully. All filter limbs were present, and one arm was crossed with a leg. Remaining portion of the pusher wire was not present. Therefore, the investigation is unconfirmed for the reported failure to advance as resistance was not felt during test, filter deployed successfully. Also, the investigation is confirmed for the reported detachment as the pusher wire was noted to be detached from the pusher catheter. A definitive root cause for the failure to advance and detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2026), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an inferior vena cava filter placement procedure with deep vein thrombosis of the lower limbs, the filter was allegedly difficult to push during delivery. It was further reported that the wire connected between the white push rod and the filter was allegedly broken. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during an inferior vena cava filter placement procedure with deep vein thrombosis of the lower limbs, the filter was allegedly difficult to push during delivery. It was further reported that the wire connected between the white push rod and the filter was allegedly broken. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2026) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.. H3 other text : device pending return.

Event description:
It was reported that during an inferior vena cava filter placement procedure with deep vein thrombosis of the lower limbs, the filter was allegedly difficult to push during delivery. It was further reported that the wire connected between the white push rod and the filter was allegedly broken. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali femoral filter kit returned for evaluation. During visual evaluation, the pusher wire was noted to be detached from the pusher catheter. The filter arrived loaded into the filter storage tube received. Skiving was noted throughout the filter storage tube. During functional testing, an in-house mandrel was used to deploy the filter from the storage tube. Resistance was not felt during test. Filter deployed successfully. All filter limbs were present, and one arm was crossed with a leg. Remaining portion of the pusher wire was not present. Therefore, the investigation is confirmed for the reported failure to advance and reported detachment as the pusher wire was noted to be detached from the pusher catheter which would have caused advancement failures. A definitive root cause for the reported failure to advance and detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.